Manufacturer narrative:
Evaluation results: one portex tracheostomy tube was returned for investigation in used condition without its original packaging. The returned sample was visually inspected at a distance of 12" to 16" and normal conditions of illumination. The investigator noted that the inflation line was cut. An inflation test could not be performed as a result. A root cause could not be established. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received that the balloon of tracheostomy tube from a smiths medical ultraperc portex blue line ultra kit did not inflate once inserted. Subsequently another tracheostomy tube was used. No adverse patient effects were reported.